Manufacturer narrative:
The concerned evita xl was available for investigation in a drager svc workshop. The device was checked corresponding to the test certificate and found to be fully functional. The logbook analysis revealed that the device was left in "standby " at the time of the reported event and not switched on to ventilate the pt. It was concluded that no device failure has contributed to the reported event. No further measures are planned.

Event description:
It was reported that the ventilator failed on pt at 5:40pm without alarm.